Manufacturer narrative:
The customer returned the suspected product. The returned contour next link 2.4 meter was tested with the returned contour next test strips. Additionally, simulated blood test was performed using breeze 2 control solution. All readings were properly stored in the meter memory.

Manufacturer narrative:
The device identifier # in was left blank as it could not be determined based on the available model #.

Event description:
The customer stated that one her blood glucose readings was not being stored in the memory of the contour next link 2.4 meter. During the call, another blood test was performed by the customer and the reading was properly stored in the meter's memory. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. Replacement meter and test strips were sent to the customer.